Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a sudden increase in spasticity and tone that began around (B)(6) 2010. The pt received pump dose increases since that time without effect. The pump contained baclofen 2,000 mcg/ml. On (B)(6) 2010, there was a motor stall with recovery; however, the pt underwent MRI (magnetic resonance imaging) at the time/date of the stall. There was a 0.3 ml volume discrepancy. A dye study was attempted but not completed; the radiologist was only able to aspirate approx 1 ml of fluid from cap (catheter access port) and decided not to inject dye to complete the study. An x-ray revealed what appeared to be a kinked catheter. Per the reporter, a neurosurgeon believed it was unlikely the catheter was kinked since the catheter had been implanted for years. Add'l info has been requested, but was not available as of the date of this report.